Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker is suspected of having a premature battery depletion. During a routine follow up appointment, in (B)(6) 2018, the battery longevity was at nine years, six months remaining. At the most recent follow up appointment, in (B)(6) 2019, the battery longevity is six years, six months remaining. At this time the device remains implanted and in service. No adverse patient effects were reported. Additional information was received. Technical service (t/s) performed a disk analysis on this device , confirming normal battery depletion for the current settings of device.